Manufacturer narrative:
UDI number is not required for the reported device. The actual device was not returned to the manufacturing facility. Therefore, the investigation was limited to information provided by the user facility and review of quality records. A review of the manufacturer inspection record from the past five (5) years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a needle stick with the involved device. Follow up communication with the user facility reported the following information: a trainee doctor successfully inserted the product into a patient as the patient was taken to the emergency unit; when the trainee had completed treatment the trainee turned one's body around while holding the needle in hand, a paramedic approaching the trainee was accidently injured by the inner needle; it is uncertain whether the safety cover of the concerned product was properly activated as intended since the inner-needle had already been discarded; detailed information such as if the patient might have suffered from potential infectious disease was not disclosed; and the hospital is not involved in any medical checkups since the paramedic personnel's blood test is a part of jurisdiction under the fire department.